Event description:
No error occurred yet, but has potential for error (ncc merp category a). - there are two generic manufacturers (hikma and mylan) of dexrazoxane injectable that need to be compounded completely differently (completely different concentrations and different base solutions). These are built as two different compounds in the electronic medical record (emr). - scanning technology is currently used to ensure correct ingredients are pulled prior to compounding. The problem is that even if the wrong manufacturer is scanned, the system will still 'signal' the preparer has the correct ingredients. The scanning database is from a 3rd part vendor first data bank (fdb). First data bank has both manufacturers of dexrazoxane under the same clinical formulation ID (cfid). Because they are under the same 'cfid', the emr interprets the medications as being inter-changeable with one another which they are not. Implications: if made incorrectly, i.e. One manufacturer used when the other should have been used, the solution could precipitate and/or be unstable. MFR/labeler inadequate safeguards, drug distribution system: system failure; floor stock errors. (B)(6). Submission ID: (B)(4).